Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Additionally, investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the respiratory rate trend was being oversensed on the right atrial (ra) lead. Inappropriate atrial tachy response (atr) events were recorded, as a result of the oversensing. No adverse patient effects were reported. Technical services discussed turning off the respiratory rate algorithm. This product remains in service. This report will be updated, should additional information be received.